Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty cap plate/ handle grey. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the cap plate/ handle grey. The cap plate/ handle grey was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
The fse informed the customer to order replacement external paddles and the paddle holder. The customer chose not to replace the external paddles and paddles holder, as they use pads with the device instead. As the damaged paddles holder was removed from the top of the device, it was replaced with a cap plate/handle by the fse. Based on the conclusion of the investigation, the cap plate/ handle grey was added to the device to replace the damaged external paddles and paddle holder and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device needed repair. Follow up indicated that during regular preventative maintenance of the device by a philips field service engineer (fse), it was found that the external paddles and paddle holder were damaged.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needed a repair. There was no reported patient involvement.